Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the blades and hose were damaged on the motor device. It was further determined that the front pins were missing and the device was dirty. It was further determined that the device failed pretest for oil leak, rotational speed, temperature, safety, loctite and housing pin height. It was noted in the service order that there was a missing part of the locking mechanism. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.